Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleges that the door seal for this tub is no longer adhering to the tub door and needs to be replaced under the lifetime warranty of the tub.